Event description:
A customer contacted beckman coulter inc. (Bci) and reported that coulter prepplus 2 cytomerty instrument intermittently fails to detect the absence of reagent in the vial. Results were not reported out of the laboratory. No patient treatment was impacted by this event.

Manufacturer narrative:
A bci field service engineer (fse) and OEM supplier inspected the unit. Root cause investigation of the manufacturing issue was performed by the OEM supplier and identified the root cause to be the manufacturer of prepplus 2 instruments with reagent rack vertical mounts that are intended only for use on the prepplus. Bci is initiating a corrective action to address this issue.